Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm and buttons was stuck. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm and able to complete rewind. Customer was not received any alarm after battery change. The device will be returned for analysis.